Event description:
It was reported that during a procedure using a dyonics rf-s whirlwind 90 degrees probe icw, the sheath on the probe began to break away. The procedure was completed with a backup probe after a 30 minute surgical delay. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Visual inspection under magnification show minimal electrode wear, as well as the adhesive around the spacer starting to flake off. The shrink tube on the shaft is damaged and is consistent with abrasive contact with another instrument or bony object. The customer complaint of the sheath breaking away was confirmed during visual inspection and the root cause was most likely induced by contact with a boney surface or other surgical instrument during the course of the procedure. The IFU states: "do not contact metal objects while activating the probe. Not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes, damage to device. Do not use as a lever to enlarge surgical site ... Which may result in ...damage to device... "